Event description:
The pt rec'd the scs system on (B)(6) 2009. It was reported that the pt has lost stimulation. Attempts to communicate with a pt programmer were unsuccessful. The pt stated she was able to recharge over a month ago, but has not attempted since. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.